Manufacturer narrative:
An ultraflex¿ esophageal ng stent and delivery system were received for analysis. Visual examination of the returned device found that the stent was partially deployed by 2 mm from the distal end. A detailed microscopic examination of the stent suture identified no damages. No issues were noted with the stent crochet. There were no kinks or damages along the entire length of the shaft. Using the yellow pull-ring the suture was retracted and the stent crochet unraveled with no resistance noted. The investigator was able to fully deploy the stent from its distal to its proximal end with no restrictions noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as no issue was noted with the suture during analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex esophageal ng distal release stent was used in the esophagus during a procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 4cm malignant tumor. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the release suture became "stuck between the sheets" of the stent. The physician noted that the stent could not be deployed any further. The procedure was completed with another ultraflex esophageal ng distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex esophageal ng distal release stent was used in the esophagus during a procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a 4cm malignant tumor. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. According to the complainant, during the procedure, the release suture became "stuck between the sheets" of the stent. The physician noted that the stent could not be deployed any further. The procedure was completed with another ultraflex esophageal ng distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.